Event description:
It was reported that patient experienced ineffective stimulation. Reprogramming was attempted to no avail. Surgical intervention was undertaken wherein the system was explanted.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(4), batch: a000060160.